Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in july of 1997. Sometime post procedure, the protegen sling material was visible through the urethra. The physician clipped the suture on pt's left side. No further details are available regarding the circumstances surrounding this event. The co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedure. Urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."

Manufacturer narrative:
F11. Date initial medwatch forwarded to FDA. It was reported the remaining portion of the protengen sling was completely removed on 5/6/98.